Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The positioning sensor unit (psu) was replaced. The navigation system then passed the system checkout and was found to be fully functional. The psu was returned for analysis, and through testing the reported issue was able to be duplicated. The returned psu powered up without the amber fault light on. A check of the event log showed a history of intermittent illuminator current low messages. The psu also failed an accuracy test (aak) at .48 mm with a passing threshold of .35 mm. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that the led fault light of the positioning sensor unit (psu) lit up orange during the procedure. The procedure was completed while the orange light remained lit up, and no back-up psu was used. The navigation system was used without any issue, and the procedure was completed with both navigation and imaging. There was no surgical delay due to this issue, and there was no impact on patient outcome. It was noted that the psu was replaced the following day.

Manufacturer narrative:
Device evaluation: the polaris spectra system control unit (scu) was sent to the vendor for additional investigation. Vendor testing confirmed the failure and isolated it to a faulted illuminator printed circuit board (pcb). The faulted illuminator pcb was replaced. The unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note that the information disclosed in regulatory report # 1723170-2019-00419, follow up number 001 was supposed to be describing vendor investigation results for the positioning sensor unit (psu), not the polaris spectra system control unit (scu). If information is provided in the future, a supplemental report will be issued.